Event description:
Rptr had l4-5 discectomy and left spine instrumentation. L4 to sacrum and bilateral posterolateral spine fusion l4 to sacrum, using bone from the left iliac crest. Problem as shown on CT scan 6/30/94. The tips of the screws at the s1 levels are not totally contained within the vertebral body with medial angulation.